Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level and high blood glucose. The customer had symptoms such as disorientation and treated with glucose tablets for lows and syringe for highs. Customer stated blood glucose 320 mg/dl, 310 mg/dl, 373 mg/dl, 484 mg/dl, 351 mg/dl, 194 mg/dl for high blood glucose and was given glucagon. Customer also had low blood glucose of 50 mg/dl, was disoriented 60 mg/dl, 89 mg/dl, 135 mg/dl, 241 mg/dl, 285 mg/dl, 302 mg/dl, and 64 mg/dl. Customer's low blood glucose at time of incident was 50 mg/dl and current blood glucose 198 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. Customer report customer does not allege pump was over delivering. Customer declined to perform further troubleshoot for low readings. Customer's high blood glucose at time of incident was 320 mg/dl and current blood glucose 198 mg/dl. Customer declined to check for the presence of leaks or air bubbles. Customer declined to check for possible site/insulin issues. Customer performed high pressure test and passed. The insulin pump will not be returned for analysis.